Event description:
It was reported that the device detected an irregular sinus rhythm as atrial fibrillation. Maximum auto detected episodes reached and the device was programmed off. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.